Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she added six (6) drops of reagent to the test card then inserted the swab into the test card before taking her nasal sample. She removed the swab from the test card, swabbed both nostrils, and re-inserted the swab into the test card. The consumer reported that she was "fine and just wants to know will the reagent solution affect her nose". Consumer is going to contact her doctor. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services attempted to provide the safety data sheet to the customer, but customer declined. Technical services advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. D4: expiration date extended. H3 other text: single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she added six (6) drops of reagent to the test card then inserted the swab into the test card before taking her nasal sample. She removed the swab from the test card, swabbed both nostrils, and re-inserted the swab into the test card. The consumer reported that she was "fine and just wants to know will the reagent solution affect her nose." Consumer is going to contact her doctor. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical services attempted to provide the safety data sheet to the customer, but customer declined. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.